Event description:
It was reported that the internal implant threads for a lz tsv implant at site# 11 were damaged during a clinical procedure and the rep. Is requesting tool item # 0493 to be sent out. The implant is well seated and intact. As a result of this event, no injury to the patient was reported.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4).   Patient weight: unknown / not provided. Brand name: unknown / not provided. Lot/serial #: unknown / not provided. Device expiration date: unknown / not provided. Device UDI number: unknown / not provided. PMA/510(k) number: unknown / not provided. Device manufacturer date: unknown / not provided.

Manufacturer narrative:
An unk lz implant was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Unknown abutment was not returned. Since the product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted. The reported device location was #11 and length of usage is unknown. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information. June post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative h3 other text : device not returned

Event description:
No further event information available at the time of this report.